Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a patient death. The date of death was reported as (B)(6) 2013. It was noted that both the deep brain stimulation (dbs) devices were removed on (B)(6) 2013 due to infection. The doctor reportedly cut the extensions above the connector in an effort to save the leads, so he could re-implant later. It was noted that the patient was older and had other co-morbidities but it was not known what they were. The patient reportedly aspirated and that was what caused the death. It was also mentioned that the doctor thought that the patient got so much benefit from the dbs that when therapy was stopped, due to the explants, the patient had such advanced parkinson¿s disease that the symptoms escalated without stimulation. It was noted that they attempted to manage the patient¿s symptoms with meds but it did not work. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that there was a culture done and the results were (B)(6). It was noted that the location of the infection was the bilateral chest wall. It was further noted that the cause was not device related.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v742351, implanted: (B)(6) 2011, product type: lead product ID: 3389s-40, lot# v592416, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension . (B)(6). (B)(4).